Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. D9: returned to mfg: yes, date returned: 11/2/2023, h10, remove: 67, 4114, 3221 add: 11, 4118, 3233 d9: returned to mfg: yes, date returned: 11/2/2023, h10, remove: 67, 4114, 3221 add: 11, 4118, 3233.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. A replacement pump was sent to the customer to resolve the issue. Customer¿s blood glucose value was 500 mg/dl.